Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they alleging possible insulin pump was under delivery because they had high blood glucose level from 3 days. The customer blood glucose level was 308 mg/dl, 314 mg/dl at time of incident and had nausea. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were on auto mode feature. The customer was treated with manual shots. Customer reported that the insulin exited at the quick release. Customer stated that there were air bubbles in the tubing. Customer stated that the self test was completed. The devices will not be returned for analysis.